Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose and high blood glucose. The customer low blood glucose level was 62 mg/dl and high blood glucose level was 672 mg/dl. The customer reported other blood glucose level were 211 mg/dl, 150 mg/dl and 156 mg/dl. Customer did not receive a sensor updating or sensor glucose value not available alert. Customer did receive a calibration not accepted alert. Customer did receive a change sensor alert. Customer treated with soda. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information of auto mode has been received which was not included with the initial report. The information has been provided in event section with this report.(B)(4).

Event description:
It was reported that customer were not using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
The information related to blood glucose level was incorrect with the initial report. The correct information has been provided with this report. . (B)(4).

Event description:
It was reported that customer had low blood glucose level of 62 mg/dl and it was not 672 mg/dl.